Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A subject matter expert reviewed the data provided by the customer. The evaluation identified that the complaint issue of discrepant hgb was due to contamination of hgb flow cell due to sample residue (organic build up), which is stated in the cell-dyn 1800 system operator's manual. The hgb flow cell was flushed and cleaned and the issue was resolved. The issue was related to regular instrument maintenance which is covered in the product labeling. Labeling was reviewed and found to be adequate. Tracking and trending did not identify an adverse trend. Based on the available information no product deficiency and no malfunction of the cell-dyn 1800 analyzer, list number 07h77, was identified.

Event description:
The customer observed a falsely decreased hemoglobin result while using the cell-dyn 1800 analyzer. The customer indicated an initial result of 1.2 and a retest result of 12.4 (provided range 12.2-16.2). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.